Event description:
Incident reported to kendall in 2001. The user inserted the foley without difficulty. The balloon was filled with 10cc of sterile water. The user attempted to deflate the balloon for removal of the foley and was only able to aspirate 2cc of water. The arm of the catheter (near luer lock hub) was cut in an attempt to drain the water, but was unsuccessful. The foley was removed with an inflated balloon. No known harm to patient.